Manufacturer narrative:
(B)(4). Report source: china. Concomitant medical products: catalog number: 110003450. Brand name: g7 str shell inserter. Multiple reports were submitted along with this report 0001825034-2022-01930. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the cup inserter would not disengage from the cup. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: type of investigation remove code 4114 ¿ device not returned. Upon visual inspection the liner showed wear. The shell had damage near the smaller holes and also damage to the center hole thread. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: catalog number: 110003450, lot number: 726580 brand name: g7 str shell inserter . Visual examination of the provided pictures identified the shell engaged with the inserter, no other information could be obtained from the image. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.